Event description:
It was reported that the customer experienced a leaking insulin cartridge at the t:lock. The there was no adverse impact to the customer¿s blood glucose level. The customer changed the cartridge and successfully resumed insulin therapy.